Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing when removed. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. Customer stated that the electrode not stayed in the body. The device will not be returned for analysis.